Event description:
Information was received indicating that four days following placement of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube the balloon was found to be empty with no visible leak upon check. It was noted that the father checked prior to use with no leak. The device was returned for evaluation following trach change out. There were no reported adverse patient effects.

Manufacturer narrative:
One tracheostomy was returned for evaluation. The returned device was leak tested with air. The device cuff inflated but immediately began deflating as air escaped from the airway line on the side of the shaft next to the neck flange. This confirms the reported complaint. Under magnification it was noticed that the airway line had been torn away from the device shaft, which is where the air was escaping the device causing the cuff to lose air.